Event description:
A continuous cycling peritoneal dialysis (ccpd) pt's wife called technical support to report her husband was in the hosp for and infection. Upon follow up with the pt's pd nurse, she confirmed that the pt was diagnosed with touch contamination peritonitis as a result of improper aseptic technique. Additionally, there is no allegation that the cycler or any other fresenius product caused or contributed to this event. The pt was treated with antibiotics. The pt remains with the ccpd program using the same cycler in stable condition. Pt medical records were requested.

Manufacturer narrative:
The post market surveillance dept has requested the pt's medical records but they have not yet been received. The plant investigation is pending and a supplemental medwatch report will be submitted upon completion.